Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a pinhole 16mm from the tip. There is blood inside the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 03mar2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery. A 2.50mm x 20mm maverick balloon catheter was advanced but failed to cross. The procedure was completed with another of the same device. There were no patient complications reported and the patient was fine. However, returned device analysis revealed balloon pinhole.